Event description:
Related manufacturer reference number: 2017865-2023-13435. It was reported that the right atrial (ra) lead was not sensing; dislodgement was suspected. On (B)(6) 2023, the patient presented to the electrophysiology (ep) lab for ra lead and right ventricular (rv) lead revision. Fluoroscopy was performed, and no anomaly was seen on the ra lead, but dislodgement was noted on the rv lead. It was suspected that the right ventricular (rv) lead was close to the ra lead and they were interacting causing the ra lead not to sense. When the rv lead was removed, the ra lead tested normal, and all measurements were within normal limits. There were no adverse health consequences, the patient was stable.